Event description:
It was reported, the video system center experienced fan error e337. The issue occurred during preparation for use in an unspecified procedure. There was no patient harm or consequence reported as a result of this event.

Manufacturer narrative:
The device was returned and the evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. The customer's complaint/reportable malfunction was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over (10) years since the subject device was manufactured. Based on the facts obtained from the investigation, we presume that the phenomenon occurred due to damaged fan. Olympus will continue to monitor field performance for this device.